Manufacturer narrative:
No samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles were blocked when attempting to expel the vaccine before use. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: new box of needles opened,25 g 1" for vaccine administration. Needles attached to syringes to give vaccines to pediatric clients. Needles not maneuvering normally, needs +++ pressure to try to expel vaccine. Appears to be air lock/lock in needle which prevents it functioning as it should. Impact of incident: needles not used. Discarded in sharps container, and needles from combo syringe/needle package attached to give vaccine properly."